Manufacturer narrative:
Additional narrative: 510k: this report is for an unknown device/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Device available for evaluation: complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on (B)(6) 2022 that a revision procedure was performed to remove a 3.5 lcp that was infected. The plate was implanted at another facility on (B)(6) 2022. All hardware was intact but loose from the plate. No further information is available. This report is for an unk - screw: 3.5 mm locking. This is report 6 of 8 for (B)(4).